Event description:
It was reported that during a ptca treatment procedure the quantum monorail balloon ruptured at 20 atms (rated burst pressure) on the second inflation. (The initial inflation was to 12 atms.) The patient was asymptomatic during this event. The lesion being treated was a calcified 90% stenotic lesion in a minimally tortuous left circumflex coronary artery. The quantum monorail balloon was inserted through the cells of a bx stent while being advanced to the target lesion. Resistance was met upon insertion and removal of the balloon catheter. The quantum monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.